Event description:
It was reported that the patient recently had cardiac arrest and was externally defibrillated. There was a power on reset (por) condition following the external defibrillation. The implantable neurostimulator (ins) was still at por and they wanted to check the settings. It was noted that the patient would have a subcutaneous implantable cardioverter defibrillator (ICD) implanted. The cardiac arrest was not related to the patient¿s device or therapy. The error code that accompanied the por was not available. The troubleshooting or interventions performed were that the patient¿s programmer was used to check the device and then a clinician programmer was borrowed and the device was reset to the original settings. The nurse at the health care provider¿s (hcp¿s) office walked them through it. They were not aware of any symptoms the patient experienced related to their device or therapy. The hcp had no information on how the patient was doing now as it related to their ins therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08cyv, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).